Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they removed the reservoir it had air bubbles. The reservoir was void of air bubbles when they inserted it into the insulin pump. The reservoir also had a strong smell of insulin. There were multiple large bubbles that were bigger than champagne bubbles in the tubing and the reservoir. Troubleshooting was performed. There were no leaks. The customer's blood glucose level at the time of the incident was unknown. The product will not be returned for analysis.